Manufacturer narrative:
No further information was provided. The patient remains ongoing on the device. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the bend relief of the percutaneous lead was separated from the metal connector. A percutaneous lead repair kit was installed.

Manufacturer narrative:
Section d4, h4: additional information. Manufacturer's investigation conclusions: the report of a separation of the driveline bend relief from the metal connector was confirmed through an onsite evaluation performed by an abbott representative. The separation of the driveline's silicone sleeve was previously investigated and it was determined that sufficient side loading applied on the silicone sleeve while it is connected to the system controller can contribute to the separation of the sleeve from the nipple of the metal connector. It was determined that this separation is a design-related issue and it has been addressed by a corrective action. The device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on 21jul2015. The heartmate ii lvas patient handbook addresses how to care for the driveline. No further information was provided. The patient remains ongoing on heartmate ii lvas, serial number (B)(6) and no additional complaints have been reported at this time. The manufacturer is closing the file on this event.